Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: loose rotating handle, bent outer tube, fiber breakage, dents on frame, dust under cover glass, bent and dent on outer tube, cut on light guide cable, cracks on connector and low light transmission. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: bent outer tube due to loose rotating handle and a misaligned field of view (fov). The most probable cause of the malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope exhibited cut off image on the screen. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.